Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisting the customer with the process. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to call back if any issues reappeared.